Event description:
(B)(6): customer reports via phone that during a retrograde pyelogram, with stone removal, the system fluoro failed. Physician completed the procedure with use of endoscopy. No reported injury. Customer did not provide patient info other than to state the pt is fine.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found that the x-ray tube¿s small filament was open. Fse replaced the x-ray tube and calibrated system including the adult and child maximum dose setting. Fse completed operational verification per service checklist (B)(4) and returned the fully functional unit to the customer for service.